Event description:
The report received from the (B)(6) study indicated that during the study index procedure, the patient had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica). A 6 mm. Angioguard was used. Post-stent deployment, the patient experienced hypoperfusion due to 100% occlusion related to the angioguard device. Debris was noted to be present in the angioguard post-procedure. An export catheter was used to treat the occluded device. The proximal lica target lesion was reported to be: a 90% stenosis, 30 mm. In length, thrombus present, 8 mm. Reference diameter, mildly calcified, mildly tortuous, eccentric and ulcerated. The lesion was pre-dilated. The residual stenosis was 0%. The patient was also reported to have experienced a transient ischemic attack (tia) post-stent deployment. The event was characterized by behavioral change. The onset of the event was sudden. The event was related to a cordis product/angioguard and the index procedure. The event was unrelated to anticoagulation. The event lasted less than twenty-four hours (<24 hours). The patient recovered in full with no residuals. No emergency cea surgery was performed. The patient was discharged three days after the index procedure.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During the study index procedure, the patient had a precise 8 x 40 stent successfully implanted in the proximal left internal carotid artery (lica). A 6 mm. Angioguard was used. Post-stent deployment, the patient experienced hypoperfusion due to 100% occlusion related to the angioguard device. Debris was noted to be present in the angioguard and aspiration catheter post-procedure. An export catheter was used to treat the occluded device. The proximal lica target lesion was reported to be: a 90% stenosis, 30 mm. In length, thrombus present, 8 mm. Reference diameter, mildly calcified, mildly tortuous, eccentric and ulcerated. The lesion was pre-dilated. The residual stenosis was 0%. The patient was also reported to have experienced a transient ischemic attack (tia) post-stent deployment. The event was characterized by behavioral change. The onset of the event was sudden. The event was related to a cordis product/angioguard and the index procedure. The event was unrelated to anticoagulation. The event lasted less than twenty-four hours (<24 hours). The patient recovered in full with no residuals. No emergency cea surgery was performed. The patient was discharged three days after the index procedure. The products were not returned for inspection. (B)(4): lake region lot # 10193667, cordis lot #: 71012507. Per (B)(4) report (B)(4): (B)(4) did review the device history records relative to the manufacturing, inspecting and packaging of lot 10193667. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Hypoperfusion and the resultant tia are well-known potential adverse events associated with the carotid stent implantation procedure. Tia symptoms are similar to those of stroke but do not last as long. Typically symptoms of a tia often last only a few minutes, most symptoms resolve within an hour but they may last up to 24 hours. Tia occurs when the blood supply to part of the brain is briefly interrupted. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Additional information/adjudication minutes were received and reviewed. The additional information received indicated that the committee: tia- ipsilateral procedure-related/device-related-agree. Additionally, the patient underwent the index procedure with delivery of the angioguard xp ecgw, pre-stent balloon angioplasty and placement of one precise pro rx stent in the left proximal ica to treat a hazy ulcerated lesion. Post-stent balloon angioplasty was performed. Post-dilatation images showed evidence of no reflow. The patient developed transient aphasia. Notes also stated, "loss of consciousness - 60-90 seconds." Successful treatment with aspiration thrombectomy and intravascular ntg was performed. This was followed by retrieval of angioguard xp ecgw with restoration of brisk timi 3 flow, as well as complete restoration of neurological status. Upon retrieval of the angioguard xp ecgw, extensive amount of debris was found in the filter. Post-intervention extra and intracranial angiogram confirmed no local or distal mechanical or embolic complications and a brisk timi 3 flow in all vascular territories. The site reported a 0% final residual in-lesion stenosis. Post-procedure, on the nih stroke scale score was 0, pre-discharge the nih stroke scale score was 0. Based on the information received, there is no change to the events reported/captured for this complaint file or change in reportability.